Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Investigation summary: as bd life sciences ¿ preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported that after use a unspecified bd microtainer® blood collection tubes were found "clotting in the microtainer" there was no report of exposure, injury or medical intervention needed.